Event description:
Customer's mother reported that the insulin pump alarmed failed self test while trying to set up the meter ID. It was stated that the customer is blind and is away at college. Sometimes the blood glucose reading would not transfer to the insulin pump. Customer's mother reported that the customer was picked up by his sister for the fourth of july weekend and customer had high blood glucose of 800 mg/dl. He was able to get it down and now has someone going and checking on him every three days. No troubleshooting was performed as the customer was not presents with the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.